Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced occlusion alarms during bolus delivery. As the occlusion alarms terminated insulin deliveries, the customer was not aware of how much insulin had been delivered resulting in multiple boluses being delivered by the customer. The multiple boluses resulted in a low blood glucose (bg) level and seizure. The customer was subsequently taken to the emergency room (ER) and hospitalized. Customer experienced a bg of 30-31 mg/dl. Sugar and honey was consumed and an infusion set site change was performed to address the event. While in the hospital, the customer received insulin intravenously as treatment. The treatment resolved the issue and the customer was released one day later with no permanent damage. During a follow-up, it was determined that the occlusion alarm was caused by the cartridge in use at the time. Reportedly, the customer continued to use the pump for insulin therapy.